Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post procedure with a dislodged atrial lead. The lead was explanted, and the atrial port was plugged. The patient was stable.